Event description:
Customer reports that the end user has indicated that during a bone marrow procedure for a child, it got stuck both times and couldn't retract.

Manufacturer narrative:
Ranfac has conducted a device history record review with no known-conformance noted.